Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer contacting doctor due to meter error messages. Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-5 and e-0). Walmart representative is calling on behalf of the customer: walmart reference number (B)(4). Customer declined to troubleshoot at the time. No further information was provided. Doctor's office personnel contacted manufacturer on (B)(6) 2022 on behalf of the customer; customer had contacted the doctor due to the meter error messages. Customer was not at the doctor's office and was not available to troubleshoot. No further information was provided.

Manufacturer narrative:
Sections with additional information as of 20-sept-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and strips were returned for evaluation. Defect found on returned meter - e-5/e-0. Reported defect not reproduced on returned strips. Product evaluation has been completed. Returned product was forwarded to r&d meter for root-cause. R&d investigation has been completed and root cause selected. Defect associated with scar-22-009. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios.